Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the lay user/patient¿s meter and test strips have been returned on 4/10/2015 and 4/10/2015, evaluated by lifescan product analysis on 4/14/2015 and 4/13/2015 respectively with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch vita enhanced meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy issue first occurred on an unknown date in ¿(B)(6)¿. The reporter stated that they obtained blood glucose readings on the subject meter of ¿388, 199 and 186mg/dl¿ within 20 minutes of one another. The patient manages their diabetes by self-adjusting their insulin intake and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. On (B)(6) 2015, an unknown period of time after the product issue started, the patient stated that they experienced the symptom of ¿sweating¿. The patient stated, however, that no treatment was sought as a result of this issue. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the test strips being used had been improperly stored. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips used in this complaint had been improperly stored, and therefore the malfunction is being ruled out, this complaint is being reported because the patient obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.